Event description:
It was reported that the patient noticed their therapy was turned off when they were using the patient programmer to check their ins battery level, but the caller stated the patient did not know how therapy turned off. The caller noted that the ins battery level was ok and charged to 100% when the patient noticed therapy was off. Agent asked the caller if the patient was near any sources of electromagnetic interference (emi) recently, and they mentioned that the patient had an appointment at the hospital yesterday to get botox injections in their hands, legs, and face - but the caller noted that the healthcare provider did not touch any part of the implantable system. The caller asked how to turn therapy back on with the patient programmer. During the call, agent reviewed how to use the therapy on/off button and the caller confirmed they were able to turn therapy back on. Agent advised the caller to have the patient monitor therapy status if they know they will be near any sources of emi.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.